Manufacturer narrative:
Updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions). Added: h2 (type of follow-up report). The device involved in this case was received for evaluation. The report of "inaccurate values" could not be confirmed. From visual inspection, no defects were identified on the cable. As received the cable was connected to a known good unit (kgu) monitor and kgu swan-ganz module, cable test was successfully performed. After this, it was connected to a continuous cardiac output simulator and it was possible to obtain cardiac output values for several hours within range. In addition, the cable was run on the functional tester and it successfully passed the test. Based on further engineering investigation, a definite root cause could not be established for the issue since no defects were found. Based on the available information, there was no evidence of product nonconformance or labeling/IFU inadequacies identified. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this 70cc2 cable, the values provided were not accurate according to patient status. The values provided by the cable were compared with the ones provided by a blood gas analysis and they were about 20 points of difference. Exact incorrect values could not be provided. No error message was displayed. There was no allegation of patient injury. Patient demographics unable to be obtained.